Event description:
Outbound; husband reported 3 remodulin cassettes did not work and caused pump alarm no disposable in the past 2 weeks, two cassettes alarmed after infusing for 24 hours and one cassette alarmed when it was first started. No lot number available. Stated switching to new cassette resolved issue. No further details provided.